Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear when the cable was manipulated. The procedure was completed using another glidescope avl monitor and spectrum smart cable, which was made available within five minutes. No harm to the patient or user was reported.